Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer treated blood glucose with a syringe. Customer's current blood glucose reading was 319 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Product is being returned and replaced.